Manufacturer narrative:
Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported event of connect power alarm was confirmed via log file analysis. Data on the reported event of date of 05mar2025 was reviewed. The controller event log file captured atypical low power/power cable disconnect alarm events that became intermittent active on 05mar2025 at 5:29:06 to 5:34:59. The alarm activated due to an intermittent loss of the battery fuel gauge voltage value while connected to the mobile power unit (mpu). Power was not interrupted and did not affect pump functions. Of note, the atypical alarm was not captured when the power cables were connected to the 14v batteries/clips. Mobile power unit (serial #(B)(6)) was returned for evaluation. The mpu was received at the service depot and connected to ac power and booted up as intended. The mpu was connected to a mock circulatory loop and was able to support the system for over 24 hours without issue or alarms. The mpu passed all functional tests. The mpu was forwarded to product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, the mpu was connected to a mock circulatory loop and functioned as intended for an extended period. No further testing was performed. The mpu appeared to function as intended. A root cause of the atypical low power/power cable disconnect alarms was unable to be conclusively determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low power alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect power alarm was confirmed via log file analysis. Data on the reported event of date of 05mar2025 was reviewed. The controller event log file captured atypical low power/power cable disconnect alarm events that became intermittent active on 05mar2025 at 5:29:06 to 5:34:59. The alarm activated due to an intermittent loss of the battery fuel gauge voltage value while connected to the mobile power unit (mpu). Power was not interrupted and did not affect pump functions. Of note, the atypical alarm was not captured when the power cables were connected to the 14v batteries/clips. Attempts were made to obtain additional information from the customer regarding product return status; however, no additional information was provided. Mobile power unit (serial # (B)(6) was unavailable for evaluation. A root cause of the atypical low power/power cable disconnect alarm events captured in the log files could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low power alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having connect power alarms at home on mobile power unit (mpu) power. There was no power outage, and the system controller was fully operational after the patient switched to battery power. The mpu was assessed in the clinic, and the alarms were reproduceable on both the black and white power cables. The connections were secure, and there were no bent pins inside the mpu. Manipulation of the controller power cables and the mpu cable did not resolve the alarms. The mpu did not display a yellow wrench alarm, and the green power symbol remained on. The mpu was exchanged, and the alarms resolved. Log files were submitted for review and captured power cable disconnect and low power hazard alarms associated with relative state of charge (rsoc) invalid power faults on both the black and white power cables. During these events, voltage was being supplied, and the emergency backup battery (ebb) was not used.